Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home; the customer was found deceased, at home. The caller did not know the customer's cause of death. The caller stated that the customer had high blood pressure, uncontrolled diabetes, uncontrolled blood glucose and renal disease. The caller did not know the customer's blood glucose at the time of passing. The caller did not know whether the customer was wearing the insulin pump at the time of death or not. The caller did not know whether the customer used sensors or not. The caller stated that they do not have the customer's insulin pump.